Event description:
It was reported that around early 2005, a pt received an angio-seal sts following a percutaneous interventional procedure. Two days following the procedure, the pt developed complications. The pt underwent a leg amputation.

Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.